Event description:
The customer observed false positive alinity I total -hcg result for one patient. The sample was repeated and a negative result was obtained. The following data was provided (= 5.00 iu/l is negative, >5.00 to <25.00 iu/l is grayzone, = 25.00 iu/l is positive): on (B)(6) 2024 ,sid (b)6), initial result = 101.54 iu/l (positive), recentrifuged and repeated result = <2.3 iu/l (negative) , there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total -hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates the reagent lot is performing as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 57585ud00 and complaint issue. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling, for diagnostic purposes, hcg results should always be used in conjunction with other data; e.g., patient¿s medical history, symptoms, results of other tests, clinical impressions, etc. In addition, for accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. Serum specimens from patients receiving anticoagulant or thrombolytic therapy may contain fibrin due to incomplete clot formation. To prevent cross contamination, use of disposable pipettes or pipette tips is recommended. Based on this investigation, no systemic issue or deficiency was identified for the alinity I total -hcg reagent lot 57585ud00.

Manufacturer narrative:
This report is being filed on an international product, alinity I total b-hcg, list number 07p51-30, that has a similar product distributed in the us, list number 7p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total -hcg result for one patient. The sample was repeated and a negative result was obtained. The following data was provided (= 5.00 iu/l is negative, >5.00 to <25.00 iu/l is grayzone, = 25.00 iu/l is positive): (B)(6) 2024 sid (B)(6) initial result = 101.54 iu/l (positive) recentrifuged and repeated result = <2.3 iu/l (negative) there was no impact to patient management reported.